Event description:
It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient was experiencing stimulation at the ipg site. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this situation.